Event description:
Infection the products discontinued using on (B)(6) due to infection. Pelnac was applied directly to the wound and covered by a foam filler while negative pressure was working. After that, it seemed that he got a toxic shock syndrome, so he was carried into ICU. His blood pressure was low, and he didn't pass urine from his body. He was treated by a dermatologist at first, but now an emergency physician is taking care of him. Staphylococcus 3+ was found from the wound. Renasys pump was returned to our warehouse, and we inspected and confirmed that the pump worked properly. Should we send this pump to inspect further? We should report this information within 15 days by (B)(6). (B)(4).

Event description:
"Infection the products discontinued using on (B)(6) due to infection." Pelnac was applied directly to the wound and covered by a foam filler while negative pressure was working. After that, it seemed that he got a toxic shock syndrome, so he was carried into ICU. His blood pressure was low, and he didn't pass urine from his body. He was treated by a dermatologist at first, but now an emergency physician is tooking care of him. Staphylococcus 3+ was found from the wound. Renasys pump was returned to our warehouse, and we inspected and confirmed that the pump worked properly.